Event description:
Patient admitted for surgical removal of nonfunctional malleable penile prosthesis and placement of a 3-piece inflatable penile prosthesis. Surgeon stated that the malleable prosthesis is not functional for intercourse. Procedure was completed with no complications and patient was discharged to home. The surgeon explanted two ams 14 mm x 20 cm cylinders and two 12 x 14mm x 5 cm rear tip cone extenders that had been implanted in 2014. These were replaced with ams 700 inflatable penile prosthesis during this surgery.======================manufacturer response for malleable penile prosthesis, ams inflatable penile prosthesis (per site reporter).======================manufacturer requested return of device for investigation.